Event description:
Boston scientific received information that this left ventricular (lv) lead had high out of range pacing impedance measurements of greater than 2000 ohms and increased threshold outputs of 3.5 volts @ 0.9 milliseconds. No lv capture was also noted and the physician suspects the lead is fractured. Surgical intervention was required to abandon this lead in the patient and successfully implant a new lv lead. No additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.